Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was separation of the heartmate ii percutaneous lead distal bend relief from the percutaneous lead metal connector. There were no alarms due to the event and the patient was asymptomatic. On (B)(6) 2018, the abbott clinical specialist arrived onsite and performed a clamshell repair. Post repair all tests passed.

Manufacturer narrative:
Device evaluation: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. A clamshell repair kit was successfully installed on (B)(6) 2018 according to hm ii perc lead field repair kit instructions. The patient remains ongoing on vad-14347 and no further events have been reported at this time. Investigation of the separation of the silicone sleeve has determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed. No further information was provided. The manufacturer is closing the file on this event.